Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, found the ground pin on power cord was loose/broken. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The biomedical engineer stated he will repair the power cord. Investigation in process, but not yet completed.